Manufacturer narrative:
Further information was requested but not received. UDI not available as product manufactured before 9/24/2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to an unspecified issue. No further information is available at this time.

Manufacturer narrative:
Correction: section b1 product problem (e.g., defects/malfunctions) - please retract, as there was no product problem.

Event description:
New information was received indicating that the right ventricular lead was elective replaced. The patient had a device upgrade. The patient was stable before, during, and after the procedure.